Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The top case was dented, no damage on bottom case, plunger head was cracked by screws, and loose or broken pieces were rattling inside the pump. Event history log (ehl) showed force sensor test error. Force sensor test error was found at power up process and failed force sensor reading; force sensor was out of calibration. The root cause could not be determined. Actions were taken to mitigate the reported issues: recalibrated force sensor; performed calibration on the pump and it passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump had force sensor failure. No patient injury was reported.